Event description:
It was reported and later learned that a patient with a 25mm 3000tfx magna aortic valve in aortic position was disabled via valve in valve procedure after an implant duration of 16 years, 7 months due to aortic stenosis. Tavr was successfully completed with a 23m 9755rsl transcatheter valve and patient was stable at the end of the procedure.

Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (investigation findings, and investigation conclusions). A DHR review is unable to be performed as no lot/serial number was provided. Engineering evaluation summary: per (B)(4), stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis. Therefore, a definitive root cause cannot be conclusively determined.

Event description:
It was reported that a patient with a 25mm magna aortic valve in aortic position was disabled via valve in valve procedure after an unknown implant duration due to aortic stenosis. Tavr was successfully completed with a 23m 9755rsl transcatheter valve and patient was stable at the end of the procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.